Manufacturer narrative:
Product is not available for evaluation. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ fluid warming set, high flow (model 24355) leaked at the luer lock connection. No injury was reported.